Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient spouse reported a "right side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as fold flaw opening. Additional observations: ¿ crease fold and wear abrasion observed inside the device. ¿ brown particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient spouse reported a "right side deflation." Device remains implanted.